Event description:
It was reported that a routine trach change was being done on (B)(6) 2021. Throughout the day, the family noticed the patient being more vocal than usual. When asleep, the patient started showing signs of respiratory distress. To troubleshoot, the family made sure the trach was in the neck properly and that they could pass a suction catheter through it. As a precaution, family did another trach change and the patient stabilized after that. While examining the old trach, a flap of clear thin flexible plastic was found in the inner wall of the cannula. It was assumed that when the patient took in a breath, the flap would go up and allow airflow but when exhaling, the flap would go down and close off or limit airflow.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. Root cause could not be determined since the sample did not present any residue, plastic, or membrane on visual inspection. DHR review was done, no issues related to the original complaint were found.

Manufacturer narrative:
Corrected data: date of event updated, issue occurred while in use with a patient, and was resolved by swapping out the device. Patient information updated.